Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports: pump overdelivers; pump is set to 400ml/hour and after the 20ml mark the pump has delivered 25ml. No patient involved as this test was done by biomed.

Manufacturer narrative:
Submit date: 10/17/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit over delivers. The pump is set to 400ml/hr and after the 20ml mark the pump has delivered 25 ml. The unit was triaged and the complaint was confirmed. The cause of the reported failure was due to the unit¿s sensor; the sensor was replaced in order to correct the issue. The unit was then fully tested; unit passed all testing. Kangaroo epump was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications.